Event description:
The dental implant fx4508swc was removed on (B)(6) 2017 due to failure to osseointegrate 1 month and 12 days after implantation. The doctor noted pain during surgery. The patient is a tobacco user but has no significant medical history. The patient has recovered without complications.